Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer has been experiencing high blood glucose levels (300+ mg/dl). Customer used manual injections to stabilize.